Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the ventricular rhythm on the atrial channel resulting in a recorded non-sustained ventricular tachycardia (nsvt) episode. Device data was sent to rhythmcare for review. Data review determined that this occurred a second time, however on the most recent presenting electrogram (egm), this was not observed. Rhythmcare discussed this could potentially be associated with the patient posture and recommended further evaluation and troubleshooting at the next follow up appointment. This device remains in service. No adverse patient effects were reported.